Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. The complaint investigation did not find objective evidence indicating a product problem, and thus the complaint could not be confirmed.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support and reported that a ¿dialyzer connected?¿ message occurred at the beginning of a patient¿s hemodialysis (hd) treatment. The cause of the alarm was unknown. There were no visual defects noted on the disposable supplies, and there were no other issues leading up to the event. The patient's blood was not able to be returned, resulting in approximately 100 ml or less of blood loss. The patient did not experience any adverse effects or injuries, and no medical intervention was required. The patient was transferred to another machine where they were able to complete treatment. The machine problem could not be duplicated. The biomed was not sure what troubleshooting steps to perform next. At the time of follow-up, the following parts had already been replaced: the mother board, the shunt door assembly, the sensor cable, the sensor board, and the distribution board. The reported issue remains unresolved. No samples were available to be returned for evaluation.